Manufacturer narrative:
The unit was received with no esc button response due to an unlocked lcd keypad connector. The following cosmetic damage was also noted: a cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that her insulin pump's buttons are unresponsive. The patient's blood glucose at the time of incident was 143 mg/dl. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the keypad anomaly. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.